Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, from the initial attempt to use hf energy, it was noted that the fenestrated bipolar forceps instrument was not delivering energy. The customer replaced the cable, changed the erbe generator outlet and re-seated on the arm, but this did not solve the issue. The procedure was finished with the same instrument, using other instrument for hf energy when needed. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer no energy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed, and fa was able to reproduce and confirm the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the break is near the main tube-roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding no energy was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.